Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a system set up. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the active exhalation control module was determined to be the failure. The service engineer recommended replacing the three-way solenoid valve and proportional valve to resolve the issue. No further investigation is required.